Event description:
A physician reported that, during intraocular lens (iol) implant procedure, it was noted that, the lens was defective and remains implanted. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).